Event description:
It was reported that the sleeve on the outside of the screwdriver broke while the surgeon was inserting the screw. The channel section of the driver shaft (sleeve) broke in the patient. The broken piece was retrieved from the patient. The tip did not break. No patient complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for evaluation. Visual examination confirmed the sleeve was broken. Riverlines indicated the crack initiated at the fillet, and propagated around the sleeve. Microscopic examination revealed a quasi-brittle fracture, with angulated fracture surface, suggesting possible bending moment with torsional component. A review of the device history records did not identify any applicable non-conformance to specification.